Manufacturer narrative:
On (B)(6) 2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was discovered to be broken out of the box. The bwi representative stated that the hemostatic valve was discovered to be detached from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. They replaced the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, and the procedure continued without further issues. The bub did not detach from the sheath and the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium did not enter the body, therefore, there was no blood loss.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was discovered to be broken out of the box. The bwi representative stated that the hemostatic valve was discovered to be detached from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. They replaced the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, and the procedure continued without further issues. The bub did not detach from the sheath and the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium did not enter the body, therefore, there was no blood loss. The product was returned to biosense webster (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4). On 25-jan-2024, the h6. Investigation conclusions code was corrected from cause not established (d15) to unintended use error caused or contributed to event (d1102).